Event description:
A cordis sales rep called medical affairs on behalf of a physician who reported an adverse event. The physician placed a trapease vena cava (lot unknown) filter in the vena cava of a patient (age and gender unknown). Months later, the patient was seen by the physician "for other reasons," and an MRI taken and indicated that the trapeze filter "had migrated a little bit" and "went a little into the renal vein." No further information provided. The physician did not want to be contacted for further information.

Manufacturer narrative:
Months after having a trapease filter placed in the vena cava the patient had an MRI (for "other" reasons) which indicated that the filter had "migrated a little bit" and "went a little into the renal vein." No further information provided. The physician did not want to be contacted for further information. Please note that the date of the event is unknown. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the implantation or of the current location of the filter it is not possible to draw a clinical conclusion between the device and the event.